Event description:
Material#: 305916; batch#: 2024137. It was reported by the customer that multiple cvs locations have reported same problem you push the needle plunger and nothing happens it¿s as if it has something is in it. Verbatim: multiple cvs locations have reported same problem you push the needle plunger and nothing happens it¿s as if it has something is in it. Additionally this isn¿t your first complaint as the FDA website has complaints dating from earlier this year logged only about 1 in 3 needles allow us to push thru between stores there¿s atleast (B)(4) boxes if not more affected some were throwing them away which costs our company money.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "multiple cvs locations have reported same problem you push the needle plunger and nothing happens it¿s as if it has something is in it. Additionally this isn¿t your first complaint as the FDA website has complaints dating from earlier this year logged only about 1 in 3 needles allow us to push thru between stores there¿s at least 15 boxes if not more affected some were throwing them away which costs our company money."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.